Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level of 463 mg/dl. The customer stated that her perceived cause of the event were the 2 bent cannulas on her quick-set infusion set. The programming is correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure test. Nothing further was reported.